Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted the lead was returned in two segments. The lead was severed 8.9 centimeters from the terminal pin. The extracting stylet remained inside the distal segment. Coils were stretched at the tip region of the distal segment which was likely caused from extracting the stylet. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. Analysis could not confirm the clinical observations.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room complaining of lightheadedness and dizziness. The patient was noted to have an intrinsic rate of 30-40 beats per minute (bpm). There was loss of capture and intermittent capture was obtained at maximum outputs. The impedance measurements were noted to be normal. An x-ray was performed; however, it was unclear if the lead dislodged. The physician indicated he suspects the patient has exit block. A revision procedure was performed and the lead was explanted and successfully replaced. No adverse patient effects were reported.